Event description:
A manufacturer representative reported that the patient had a shunt implanted in 2003. In 2007 they had an implantable neurostimulator (ins) implanted for headaches right by the shunt. The patient had been experiencing headaches for the 2 years prior to the report and the settings on the shunt kept changing; seemingly on their own. They were unsure if the ins interfered with the shunt.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported that the shunt remained implanted and was not explanted due to the event. The neurostimulator was made by a different device manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.